Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Patient reported rupture. This relates to the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d6b.

Event description:
Patient reported rupture. This relates to the right side. The device has been explanted and discarded.

Event description:
The device has been explanted and discarded.